Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2007 and (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to symptomatic cystocele and rectocele and vaginal vault prolapse. It was also reported that following insertion the patient experienced mesh erosion/exposure, dyspareunia, pain, bleeding, infection, vaginal wall scarring/shrinkage, ridge with open sores caused by mesh, discharge and foul odor. It was further reported that patient underwent excision of vaginal mesh, cystourethroscopy and placement of surgisis biologic graft [non-ethicon product] and cystourethroscopy due to vagina mesh exposure, dyspareunia, pain, bleeding and discharge on (B)(6) 2011. It was reported that patient was hospitalized in (B)(6) 2007 due to mesh exposure, pain, dyspareunia and vaginal scarring/shrinkage. Additionally, on (B)(6) 2011 the patient underwent mesh repair due to mesh exposure, pain, dyspareunia and vaginal scarring/shrinkage. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.